Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The investigation could not draw any conclusions regarding the reported event. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient was first converted from uni to attune knee. Over four years the medial side of the tibia collapsed and needed to be revised. The distal medial portion of the femoral component also dropped down. It was also indicated that there was a loosening of the tibia at cement to implant interface. Tibia lifted right out and no cement adherence. Cement manufacturer being used was competitor. Doi: (B)(6) 2014; dor; (B)(6) 2018; unknown affected side.